Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion sets were cracked. Customer's blood glucose was 466 mg/dl. Customer's blood glucose lowered to 216 mg/dl after the infusion set was changed. Customer declined troubleshooting for high blood glucose. Customer will not be returning the insulin pump for analysis.